Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer stated they have a leak at the insertion site and also cannula was bent, went over inserting manually. The customer's blood glucose was 600mg/dl. Customer declined high blood glucose troubleshooting.